Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported his blood glucose readings have been elevated for 2 days. Patient stated, he doesn't feel like his blood glucose is elevated. Patient reported he has been bolusing and taking injection to bring his readings down but his readings on the meter don't seem to come down very much. Patient stated, he woke up this morning feeling low and when he tested his reading was 299 mg/dl. Patient reported he went with his "feeling" and ate a normal breakfast instead of bolusing for the elevated reading and is currently feeling okay. Patient stated, he changed the infusion site and tubing 4-5 days ago. Advised to change the infusion site every 3 days and the tubing up to every 6 days. Recommended changing the infusion site immediately. Advised patient not to use cartridges more than one time. Patient asked about basal rates. Advised can assist with changes but recommend he contact his doctor for advise on what to set the basal rates to. Advised patient to call about his meter. On call back from patient on (B)(6) 2010, he reported his blood glucose has returned to his normal target range. The patient did not require assistance from a healthcare professional or second party to address the issue. Sending adapters and cartridges; no product return was requested.